Event description:
I had a breast augmentation in 1999. I started having chronic moving pain, headaches, bilateral carpal tunnel, chronic nerve pain all over, tightness of cheat, diagnosed with fibromyalgia and chronic fatigue, depression and anxiety and multiple chemical sensitivities. I did not attribute my illness to the breast implants until 2020 when I became anorexic from medications and every day chemical exposures. I explanted on (B)(6) 2021. I am still dealing with mcs and get triggered every time I go into public areas and stores. No maker/date on the implants. FDA safety report ID# (B)(4).